Event description:
A trilogy 200 ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, errors codes related to the internal battery and both internal speakers were found in the ventilator's downloaded error log. The internal li-ion battery and both internal speakers need replaced to address the reported issue; however, no repairs will be performed, as the device was not needed for inventory and was scrapped.